Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20095318, medical device expiration date: 2023-09-04, device manufacture date: 2020-08-31. Medical device lot #: 20116582, medical device expiration date: 2023-11-24, device manufacture date: 2020-11-18. Investigation summary: a 2000e-04 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20095318 or 20116582. From the information provided by the customer it appears that the smartsite was occluded during attempts to access it. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20095318 and 20116582 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation via CAPA# (B)(4) to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Additionally previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product and affected product were not available for investigation it could not be determined which is the most likely root cause for the customer's experience in this instance. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e-04 product in the past 12 months.

Event description:
It was reported that 4 smartsite needle-free connectors were blocked/occluded during the flush, and 2 connectors disconnected from their cannulas, leaking blood. These events occurred in lots 20095318 and 20116582, but the number of occurrences per lot was not specified. The following information was provided by the initial reporter: "had 4 connectors this morning that were unflushable, like as in blocked. Patients all had amazing blood vessels but unable, once plug inserted into the cannula, flush with the normal saline. Two connectors disengaged themselves spontaneously from the cannula¿s which led to much blood everywhere. This appears to be an on-going problem. Connector blocked unable to flush, though IV is in vein."